Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, pump unexpectedly shut off. Low power alerts/alarm occurred prior to pump shutting off. Customer disconnected from power source and upon recharging, pump battery showed as fully charged. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.